Manufacturer narrative:
Siemens filed the initial MDR on 11-oct-2021. Additional information (20-sep-2021): siemens reviewed the complaint and determined that a siemens customer service engineer (cse) investigated the complaint and performed the mandatory update (mu) (B)(4) - atellica ch 930 analyzer - smc manifold valves' as part of the troubleshooting process. After post-services and valve replacement, the cse noted no further droplets from the wash probe and resolved the issue. The analyzer is performing as specified. An urgent medical device correction (umdc) asi21-02.a.us was sent to us customers, and an urgent field safety notice (ufsn) asi21-02.a.ous sent to outside the us (ous) customers in may of 2021. The umdc and ufsn describe a manufacturing defect that may result in the valve wearing and leaking over time. Siemens requests customers to follow the instructions of the umdc/ufsn to ensure the correct operation of the systems until siemens service personnel schedule replacement of the parts. To date, there are no allegations of injury due to this behavior. Section h6 (component code, type of investigation, investigation findings, and investigation conclusions) is updated with new codes.

Event description:
The customer obtained discordant patient results on the atellica ch 930 analyzer with serial number (B)(4). The customer stated that results were reported to the laboratory information system (lis) and available to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant patient results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted that wash probe water from the atellica ch 930 analyzer leaked on the cuvette segments. The customer reported that backup analyzers were available at the customer site and noted no delay in testing patient samples or report results. The customer wore personal protective equipment (ppe) to clean the leak and stated that there was no slip, trip, or fall, no exposure to bio-hazardous materials, and no cross-contamination with other patient samples or tests. A customer service engineer (cse) was dispatched to the customer site. The cse serviced the atellica ch 930 analyzer and replaced valve v17. The cse monitored the analyzer and performed additional services, including an autocheck and cuvette wash. The cse was informed of a recurrence and performed additional services, including the washer probe # 3 replacement, readjustment of the cuvette washer position, updating the manifold valves, and servicing the cuvette wash line/tubing. The cse performed the autocheck and cuvette cleaning and noted no recurrence of the issue. Siemens is investigating the event.